Manufacturer narrative:
The needle broke during injection by a nurse. A review of production records showed no abnormalities or deviations from the validated manufacturing process for the main batch 211488. A resistance to breakage test was completed on 5 samples retained from the same batch. According to iso 9626. All samples passed the test, no breakage can be found.

Event description:
The nurse found that the needle has broken off during priming. The broken needle was replaced to complete the injection.